Event description:
It was reported that pump displayed malfunction code 12 on the pump, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode, and to return pump to tandem within 10 days, while technical support arranged shipment of replacement pump with updated software and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.